Manufacturer narrative:
(B)(4). Final analysis found that it was difficult to insert the test leads into the pulse generator¿s header ports and that the lead insertion force used to insert the leads was out of specification for the product. The insertion difficulty confirmed the reported setscrew anomaly and likely contributed to the noise and high impedance anomalies observed on the field.

Event description:
It was reported that the patient had been experiencing dizziness. High impedance was observed through the pulse generator. A connection issue with a setscrew was assumed. The device was successfully explanted and replaced.